Event description:
The iab was inserted into the pt on 3/30/98 at 7:10 a.m. Poor inflation and augmentation were noted on 3/31/98 at 1:00 a.m. The chest x-ray on 3/31/98 noted the iab catheter tip to be 6 cm below the aortic arch and the balloon was removed per the doctor's orders on 3/31/98 at 9:35 p.m. The iab was not returned to datascope for evaluation. (Event complications: none from the event- reported 4/8/98.) (Pt's current status:expired- rpt'd 4/17/98.)